Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient hasn't been able to charge as the paddle is getting very hot. Caller described that patient was able to go into passive recharge cycle for about an hour and saw numbers on antenna locate ranging from 70-100 but then the recharger was getting too hot for them to continue. Patient stated the paddle, connection site between paddle/cord and the relay box get hot. Troubleshooting was not required. The issue was not resolved through troubleshooting. A request was sent to the repair department for the recharger.